Manufacturer narrative:
This is the same event as 3010536692-2016-00389, -00391 & -00392. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to infection.